Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead was noted to be dislodged and exhibited high capture threshold. The lead was explanted and replaced. The patient was stable before during and after the procedure.